Event description:
Boston scientific crm received information that the patient implanted with this device reporting having a syncopal episode.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. It is unknown if the functionality of the device caused or contributed to the patient's syncopal episode. As of today all available information indicates that this device remains in service.